Event description:
An ezloc implanted in 2006, became detached from the lateral femoral cortex, as a result of which subsequent remedial surgery was required three months later and a protracted infection ensued.

Manufacturer narrative:
User facility: hospital. Pt required revision surgery which was attended by two company representatives in 2007. Their evaluation revealed the implant had not been seated correctly allowing it to become detached and/or slip from the desired location. X-rays showed the ezloc had been deployed inside the femoral tunnel rather than the outer aspect of the femoral cortex (notch). The original device was removed and a new ezloc was inserted into the same tunnel. The original ezloc was intact & fully functional. Biomet sports medicine was informed of event in 2008.